Event description:
It was reported that an overdischarge was confirmed. The event was the first overdischarge. The patient was overdischarged for about 9 months. A physician mode recharge (pmr) successfully reset the device. The patient may need reprogramming once the power on reset (por) was cleared. The patient lost 100 pounds and his pain was considerably diminished so they stopped using stimulation. The patient did not keep maintenance charge up and also stopped seeing pain management physician. The patient recently started having increased pain and tried to use stimulation and was unable to recharge. The patient called the physician who requested a manufacturing representative at his follow up appointment. The manufacturing representative initiated pmr which converted to regular recharging screen. The manufacturing representative stayed with the patient for 1.25 hours while recharging with 8 boxes. When the office closed the manufacturing representative interrogated the device with the physician programmer and did not get a por message but got the screen warning that the implantable neurostimulator (ins) had been discharged and needed to recharge now. They were unable to turn the device on. The patient was going to go home and recharge all evening and then set up an appointment to clear por. The patient¿s status at the time of report was alive with no injury. Later it was reported that the patient met with the manufacturing representative after recharging ins full. The manufacturing representative cleared the por message with error code 0x2806. An impedance check discovered electrodes 2, 3, 8, 9, 10, 11, 12, 13, 14, 15 were all >10,000. When using those electrodes there was no paresthesia. The patient¿s greatest pain was in the right leg with some in left and ¿blbp.¿ the manufacturing representative was able to use viable electrodes on the left lead (0-7) for strong paresthesia in the left leg with some into the right. The patient had a follow up appointment on (B)(6) 2015.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) now pertains to the ins (s/n: (B)(4)) and leads (s/n: (B)(4)). Fdr now pertains to the ins (s/n: (B)(4)) and leads (s/n: (B)(4)).

Event description:
Additional information received reported that the manufacturer representative did not receive the explanted leads and implantable neurostimulator (ins) until (B)(6) 2015. The facility found the device tucked away on a shelf. The device and leads were being returned. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient met with their doctor and the manufacturer's representative on (B)(6) 2015 where it was noted that only 5 of the 16 electrodes had impedances that were within normal limits. They were able to get paresthesia to the legs but not to the back area which was the primary site of the patient's pain. The patient was referred for a revision of the leads with a possible replacement of the ins since the current device had "one strike" against it. Also, the patient also had other issues which would justify a MRI compatible ins system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the stimulator had reduced capacity due to overdischarge. Analysis of the lead (serial # (B)(4)) found that the lead body conductor was broken at the anchor site. Analysis of the lead (serial # (B)(4)) found that the lead body conductor was broken within 10 centimeters of the connector area. (B)(4).

Manufacturer narrative:
Deleted date of report on the supplemental report submitted on 2016-01-20.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that there was a total system replacement as when the leads were checked on (B)(6) and oor was noted. Following replacement paresthesia was covering "blbp" and right leg pain. At the patient's first post-replacement symptom follow-up stimulation was adjusted to cover the low back and legs better and following this coverage was satisfactory for the patient. The patient would start adaptivestim at their follow-up on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.